Event description:
It was further reported that the primary controller had a controller fault alarm due to depleted internal battery and was exchanged. It was also reported that the vad low flows occurred when the patient was connected to the backup controller. It was suspected that the low flows were caused by the vad speed setting on the controller of 1800rpm. The backup controller speed was adjusted to 2700rpm. The vad and backup controller remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05+-defc-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited  low flow alarms, and the controller exhibited a controller fault alarm and loss of power. The patient sensed the controller overheating and switched to the backup controller. Once the primary controller had cooled down, it was switched back into use. The controller remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 30-sep-2018/ serial or lot#:  (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 30-sep-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: (B)(6). H3:yes (B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed that (B)(6) was the primary controller, initially in use during the reported event. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2023 at 08:25:40, indicating an issue with the internal battery. A vad disconnect alarm was then logged at 08:44:48, likely due to a physical disconnection of the driveline from the controller during the reported controller exchange. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events logged on (B)(6) 2023 at 08:45:28 and 08:54:58, with subsequent vad disconnect alarms logged at 08:45:32 and 08:55:03, respectively, likely due to the controller being powered up without the driveline connected during the reported controller exchange. The vad disconnect alarm cleared at 08:56:44, indicating that the driveline was connected to the controller. Log file analysis revealed that one (1) low flow alarm was logged on (B)(6) 2023 at 09:05:29. An additional vad disconnect alarm was logged at 09:09:04, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Of note, an additional controller power-up event, with subsequent vad disconnect alarm, was logged on (B)(6) on (B)(6) 2023, likely during the reported reprogramming of the backup controller; the speed setting was manually updated from 1800rpm to 2700rpm. An additional controller power-up event, as well as additional vad disconnect alarms, were recorded on multiple controllers, likely during the controller exchanges and/or troubleshooting. As a result, the reported low flow alarm, controller programming issue, loss of power, and controller fault alarm events were confirmed. The reported controller overheating event could not be confirmed due to insufficient evidence. Based on the available information, the most likely root cause of the reported low flow event can be attributed to inappropriate pump rotational speed on the patient's backup controller. The most likely root cause of the programming issue may be attributed to incorrect setup of the controller. The most likely root cause of the loss of power events can be attributed to the controller exchange process. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or to a controller malfu nction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device implant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.